Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 0.5ml 12.7mm 30g syringe. Consumer stated her syringe had burr and cut herself when she injected. The returned syringe was examined using a microscope and no burrs were found on the cannula point. The cannula point was in good condition, therefore the alleged defect could not be confirmed. A review of the device history record was completed for batch# 7338749. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200729905, 200730058, 200730057, 200729904, 200730056, 200730252, 200730053] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a burr and the consumer cut herself when she injected. Verbatim: consumer stated her syringe had burr and cut herself when she injected. Sample discarded. Date of occurence unknown. Did not seek medical attention. Ndc 328466 ; lot# 7338749; exp - 12/31/2022.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle point burred and harm/injury on lot # 7338749. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7338749. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200729905, 200730058, 200730057, 200729904, 200730056, 200730252, 200730053] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a burr and the consumer cut herself when she injected. Verbatim: consumer stated her syringe had burr and cut herself when she injected. Sample discarded. Date of occurence unknown. Did not seek medical attention. Ndc 328466 ; lot# 7338749; exp- 12/31/2022.